Event description:
52 year old pt with fractured rifht subclavian vital port with distal end of catheter embolized to pulmonary artery. No symptoms. Catheter fracture found on routine cxr on 10/94 but pt did not want anything done. Done.